Manufacturer narrative:
(B)(4).

Event description:
It was reported that the inner flange of a femoral head trial 12/14 40 +0 is cracked. As this was noticed upon field inspection, there was not patient involvement.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection did not confirm the stated failure. There is no crack shown on the device. The visual did confirm one of the inner tabs is broken off. The broken piece was not returned with the device. The device shows signs of significant wear and use. There is no lot number present on this device. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H11. Corrected information in d3 and g1 (manufacturing site name and address). Internal reference number: case (B)(4).

Event description:
It was reported that the inner flange of a trial femoral head 40 s/+0 is cracked. As this was noticed upon field inspection, there was not patient involvement.